Manufacturer narrative:
A getinge field service engineer (fse) stated that unit not filling in cart. Reseated unit into cart. Power cord not aligned correctly. Adjusted power cord to work correctly. Not able to reproduce gas loss. Passed all manifolds test.

Event description:
It was reported that during routine check the cardiosave intra aortic balloon pump (iabp) unit was not filling in cart and had air leak issue. There was no patient involvement and no adverse event reported.